Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted hence cannot be removed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when the lens was being inserted into the patient's eye, the pcb00 intraocular lens (iol) got stuck in the front. There was patient contact. But there was no incision enlargement, no vitrectomy and no sutures performed. Patient was well post-op. Additional information was provided and it was learnt that the lens was partially delivered then it got stuck in the cartridge. It was described as the doctor was not able to advance the lens any further. There was no other information provided.

Manufacturer narrative:
Device available for evaluation? Yes, returned to manufacturer on: 9/10/2019. Device returned to manufacturer? Yes. Device evaluation: the product associated to the complaint was received. The returned pcb00 device was received in the original folding carton. The plunger was advanced for delivery and found locked and functional. The pcb00 device was observed under microscope and traces of viscoelastic were observed only at the cartridge tip and part of the tube. Pieces of the lens including a haptic are stuck at the cartridge tip and partially out of the device. The reported complaint was verified. There were no damages observed on the assembly; there is no visible gap. The assembly of the device returned was found correct. Based on the product returned evaluation a product quality deficiency could not be confirmed. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed that no additional complaints were received from this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.